Event description:
It was reported that "the swg was found kinked when the doctor pulls out of from the catheter.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed. The catheter was not returned. Visual analysis revealed that the guide wire was kinked and curled towards the distal end and curled at the proximal end. The j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The curling of the proximal end of the guide wire length measured approximately 60 mm from the proximal tip. The curling of the distal end of the guide wire length measured approximately 30 mm from the distal tip. The guide wire length measured 683 mm, which is within the specification limits of 678-688 mm per the guide wire product drawing. The guide wire outer diameter measured 0.847 mm, which is within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guide wire was inserted through a lab inventory 2-lumen 12fr x 20cm hemodialysis catheter, and the undamaged portions. Passed through with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed the guide wire was kinked and curled at both the distal and proximal ends. The returned guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked when the doctor pulls out of from the catheter.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.